Manufacturer narrative:
On 9/12/2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, a crease was observed towards posterior of the device, and a tear was observed in creases towards anterior of the device, measuring approximately 3.5 cm. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, no corrective action will be taken at this time. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 300cc mentor memorygel breast implant ( catalog #: 3507300bc, serial #:(B)(4)). Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The diagnosis was confirmed by a physician. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implants (catalog # for left & right: 3507300mc, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019.